Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this chronic right ventricular (rv) lead fractured. A new lead from another manufacturer was successfully implanted and to date, no adverse patient effects were reported.